Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient came with a moving crown. Abutment screw fractured. Dental crown was lost. A fractured portion remains on the implant, and will be removed in the future. The implant does not show any damage. Tooth location #25.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain gold-tite hexed screw was returned for inspection with a mating restoration. A visual inspection revealed that the screw was fractured at the top of the threaded region. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain gold-tite hexed screws, it is recommended to torque at 20ncm. A root cause for the complaint could not be determined. (B)(4).